Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
A low battery was reported. The patient¿s pump was replaced on (B)(6) 2013. The patient¿s symptoms included increasing pain. The pump¿s elective replacement indicator was less than seven months. The event resolved without sequelae on (B)(6) 2013.

Event description:
Correction - the medications used within the system were sufenta and bupivacaine.

Event description:
It was later reported that, as of (B)(6) 2013, the pump early replacement indicator was less than seven months.

Manufacturer narrative:
(B)(4).